Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer got a new meter and new supplies, but is receiving a no delivery alarm. Customer's blood glucose level was 171 mg/dl. Customer changed her set several times because of no deliveries. Customer performed a 5.0 u fixed prime and the insulin did not exit and the pump alarmed no delivery. Customer pushed the insulin slowly through the tubing and the insulin did exit. Customer tried running a manual prime until at least 5.0 units and the insulin exited the tubing. Customer stated that there are no kinks and the insulin exits with the manual prime. Customer was advised that the pump is working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer was advised to monitor the site set issue. Customer will call back and go back to manual injections if the no delivery alarm issue persists. No additional information provided.